Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "rn was in patient room adding numbers to patients ivf when mom alerted rn that fluid was leaking from the line. Rn inspected line and determined that the line was cracked just above the blue cap. Patient was not doing strenuous activity, patient was just lying down when the needle cracked. "